Event description:
It was reported that the pump became unresponsive at 90 percent battery life. The customer had been swimming prior to the reported issue. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.